Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due t wave oversensing. The smart pass had been turned off due low amplitudes. Testing was performed and it was decided to raise the therapy zone. Subsequently, the patient received another inappropriate shock which led to admission. During hospitalization the patient was administered with medication and the patient was placed under monitoring. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due t wave oversensing. The smart pass had been turned off due low amplitudes. Testing was performed and it was decided to raise the therapy zone. Subsequently, the patient received another inappropriate shock which led to admission. During hospitalization the patient was administered with medication and the patient was placed under monitoring. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a non boston scientific transvenous device. The patient r wave had diminished because of arrhythmogenic right ventricular cardiomyopathy. No additional adverse patient effects were reported. This product was not returned for analysis.